Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-05. H6: investigation summary. It was reported the needle was blocked and could not be injected. To aid in the investigation, one sample with the plastic shield, but no packaging blister, was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. A device history record review was completed for provided material number 305106, lot number 0218741. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported 300 bd needle 30x1/2 rb had blockage issues. The following information was provided by the initial reporter, translated from chinese: "the orthopedics teacher... Reported that the 30g needle was blocked and could not be injected.".

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number and lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 300 bd needle 30x1/2 rb had blockage issues. The following information was provided by the initial reporter, translated from chinese: "the orthopedics teacher... Reported that the 30g needle was blocked and could not be injected."